Manufacturer narrative:
Follow-up #1 date of submission 04/10/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed multiple cs 054 call service alarms on the event date, which are consistent with sleep alarms and may cause the display screen to be blank for several minutes. During testing, the pump powered on properly with a fully functional, illuminated display. The pump case was removed, and no evidence of moisture ingress or loose components was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the pump was not in use due to physical activity, and when the user turned the pump on to start using it again, the display screen was blank. The pump allegedly continued to emit audible tones and vibration when the battery was replaced, however the display screen remained blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.